Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s impedances were checked today and 0 negative and 3 positive showed less than 50 ohms. This was new as the patient reported a fall this past weekend either 3 or 4 days ago. It was further reported that the low impedances were able to be reprogrammed around. It was unknown if the cause of the impedance issue was determined. No lead fractures were noted and the troubleshooting, intervention, or other action taken to resolve the event was that the patient was reprogrammed on (B)(6) 2014. The patient recovered without permanent impairment.